Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, upon removing the delivery catheter system (dcs) from the packaging, the dcs was contaminated. Subsequently, a new dcs was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic received additional information that changed the event description of this previously reported event. The product was inad vertently touched to the wall upon removal from the packaging which compromised sterility. There was no issue with the product itself. There is no evidence to suggest the device caused or contributed to a death, serious injury, or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, upon removing the delivery catheter system (dcs) from the packaging, the dcs was contaminated. Subsequently, a new dcs was used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received indicating that the sterility was not compromised due to user error. The dcs packaging was not damaged. Additional information was received that there was no issues with the product and no foreign material. When opening the packaging, the dcs touched the wall which caused the contamination.

Event description:
It was reported that prior to the implant of a transcatheter valve, upon removing the delivery catheter system (dcs) from the packaging, the dcs was contaminated. Subsequently, a new dcs was used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received indicating that the sterility was not compromised due to user error. The dcs packaging was not damaged.

Manufacturer narrative:
Updated data: b5. Added second paragraph. E1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.